Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(6). One (1) unit was received with its original packaging label, in used condition, and decontaminated inside a ziplock bag. Two (2) photos were included for evaluation; one photo shows a leakage at the joint between the connector and tube. Per visual inspection, there was no evidence of delamination, damage or any discrepancies that could cause the failure mode reported. The unit failed a leak test. The complaint was confirmed. The source of the leak was unknown, and the root cause was manufacturing due to improper follow up of procedure. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel to explain the importance of adhering to and following procedures.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, the device had water leakage from patient side connector. No adverse effects have been reported.